Event description:
During the pulsed field ablation procedure, air leaked from the sheath when the volt catheter was inserted. Air was aspirated despite aspirating >50ml volume. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.